Event description:
Low blood sugar levels during the night. The consumer stated they will see md in a few weeks. The paramedics were called on two separate occasions last week and the customer was never admitted to the hosp. The customer stated they were in the process of adjusting basal rates.